Event description:
It was reported that the insulin pump had a protruding drive support cap and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 24.0 mmol/l, which the customer treated with a manual injection. There were also cracks observed on the battery compartment. Advised discontinuation of the insulin pump. The customer's husband verified that the customer had not been hospitalized for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.